Event description:
Customer reported experiencing low blood glucose events over the past month, with the lowest level recorded at 45 mg/dl. Cause was not known. Customer treated the low blood glucose with carbohydrates and glucagon. It was confirmed that the control-iq feature was active. Technical support recommended the customer to consult with a healthcare professional to discuss potential factors impacting blood glucose levels, and the customer acknowledged this advice.